Event description:
Upon review by the manufacturer's investigation unit, the inform meter was found to have evidence of melting and burning on connector pins 3 and 4. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.